Event description:
It was reported that during a routine device change out the physician observed that both the atrial and ventricular leads had an insulation abrasion near the header. Both leads were repaired with medical adhesive and remained implanted. The patient did not have any symptoms and did not suffer any complications from the surgery.